Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 22mm amplatzer amulet left atrial appendage occluder was implanted with no reported complications. On (B)(6) 2021, the patient presented to the emergency department for chest pain and dyspnea. Pericardial effusion was observed and the patient underwent successful pericardiocentesis. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of pericardial effusion, chest pain and shortness of breath were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.